Event description:
It was reported that the lead was fractured. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; proximal segment was returned.

Manufacturer narrative:
Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead exhibited high counts of sensing integrity counter (sic) and was sensing noise. The lead was partially removed and the remaining portion of the lead was capped. A new lead was placed.